Event description:
The customer reported a leak involving a coulter lh 780 hematology analyzer. The customer indicated that the volume of the leak was about 50 cc and fluid had leaked onto the countertop. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles and no exposure or injury was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) replaced the torn tubing at vc12 and no further leak was observed. The low vacuum regulator was also replaced as a precautionary measure and repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).